Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for supra ventricular tachycardia (svt) atrioventricular nodal reentrant tachycardia (avnrt)) that the implantable cardioverter defibrillator (ICD) classified as ventricular fibrillation (vf).  The ICD remains in use.  No further patient complications have been reported as a result of this event.